Event description:
It was reported that during a cori-assisted tka, the real intelligence robotic drill would not accept bur during registration. Gave an error box stating ¿unable to retract bur¿. Handpiece diagnostic test run and confirmed max/min retraction failure. Surgery was performed after a non-significant delay, changing to manual procedure. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. An image was provided. The reported problem was confirmed with a screenshot. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. The drill passed both kpc testing and a case with no problems nor errors. Disassembly revealed nothing unusual. The cable passed testing. The exposure motor passed testing. After reassembly, the drill again passed kpc and a case with no errors. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.